Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for unknown - plate liss - 13-hole/unknown lot number. Other UDI: (01) unknown (10) lot number unknown. UDI unavailable. The plate and screws were originally implanted on an unknown date. The plate was partially explanted. Device is not expected to be returned for manufacturer review/investigation. 510k#: unknown. The top part of the plate was sawed off to shorten it to make room for the dynamic hip screw (dhs) plate. There was a fracture of the bone where the implant was dwelling at. The reported event required medical/surgical intervention to preclude permanent damage to a body structure. The plate did not malfunction. The patient required a revision. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent a revision of a titanium less invasive stabilization system (liss) plate and screws on (B)(6) 2017 due to an intertrochanteric fracture above the plate. The unknown 13-hole liss plate and an unknown amount of unknown screws were originally implanted on an unknown date. The entire plate was not removed. The top part of the plate was sawed off to shorten it to make room for the dynamic hip screw (dhs) plate. It was removed easily. The screw holes were empty on the top of the plate, therefore, no screws were removed/explanted when the top of the plate was cut-off. No surgical delay or patient harm. The procedure was successfully completed. Patient outcome is stable. This complaint involves one (1) plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Hospital phone number. The plate was only partially explanted on (B)(6) 2017. Corrected data: date of event is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for complaint (B)(4).